Manufacturer narrative:
Insulin pump passed displacement test and rewind test. Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's mother, that when she was rewinding the insulin pump the drive support cap is sticking out. Customer's blood glucose level at the time is over 600mg/dl. Customer's blood glucose level was also reported as 375mg/dl. Customer treated with a manual injection. Advised to discontinue use of the insulin pump. No additional information was provided.